Manufacturer narrative:
Section h3 - device evaluated by manufacturer? Yes. Device evaluation: based on the customer's narrative and video provided, the customer's observation is confirmed. A single fiber was observed being expelled from the cannula during the use of the ophthalmic viscosurgical device (ovd) during surgery. As the material (fiber) was not recovered, the identity of the material cannot be confirmed; however, based on inspection of the photograph, it is assessed that the material is a cellulose fiber. The reported event is confirmed. At the time of the investigation, product was not available for evaluation; therefore, no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Based on the customer report and video analysis, this observation could be considered a product defect. However, the material observed in the patient's eye which looked like a cellulose material (based on physical properties) was not received for evaluation. Therefore, it is difficult to confirm the material type. Healon pro solution is filtered through a cartridge filter (5m pore size, polyvinylidene fluoride with polycarbonate filter housing) which is located immediately before the filling of the glass cylinder process step. Therefore, there is no indication that this material has been introduced during the production of the healon product. In addition, as cellulose is not used during the manufacturing process indicates that the defect could not be confirmed and that the source of this material could be from external sources. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the use of a healon pro, the doctor observed a thread in the material. Follow-up revealed that the thread was removed from the patient's eye. No further details were provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.